Manufacturer narrative:
Updated fields: b4, d4 (unique identifier (UDI) #), g4, g7, h2, h10.

Event description:
On (B)(6) 2020 we discovered that the event was incorrectly reported. It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) switched off. It was noted that the iabp unit would heat up and turn off but after cooling the iabp unit was able to be turned back on. It is unknown if the iabp unit had generated an alarm. There was no patient involved and no adverse event was reported.

Event description:
On october 6, 2020 we discovered that the event was incorrectly reported. It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) switched off. It was noted that the iabp unit would heat up and turn off but after cooling the iabp unit was able to be turned back on. It is unknown if the iabp unit had generated an alarm. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
It was later clarified that the fse cleaned the dirt and dust which had been obstructing the fan output.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse disassembled the iabp unit and identified excess dust obstructing the ventilations source which was causing the iabp unit to overheat. It was observed that there was excess oil on the sealing which was causing the iabp to leak helium. The fse replaced the o-ring which was provided by the customer, and cleaned the dust from the pneumatic block, plates and poiera that was obstructing the fan output. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. It was observed during an external audit at getinge (B)(4), that servicing practices at getinge (B)(4) are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. Getinge (B)(6) has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints. The model name in the complaint is for the international product. However, this complaint refers to the domestic model, product number 0998-00-3013-69-cs-100. (B)(6).

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) switched off alone and generated a "helium leak" alarm. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported. It was observed during an external audit at getinge (B)(4), that servicing practices at getinge (B)(4) are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints as required per regulations. Getinge (B)(4) has identified approximately 4000 service records in (B)(6) where unanticipated repair activities were performed, but there was insufficient information to determine if an allegation of non-performance or defect was made. Getinge (B)(4) has approved a comprehensive remediation plan and all service records from january 1, 2018 to july 1, 2020 will be submitted as complaints per getinge (B)(4), customer product complaint handling. CAPA (B)(4) has been opened to document all corrections and corrective actions and to prevent the recurrence of unanticipated repair activities not submitted as complaints as required. Reference CAPA for full investigation and approved actions. The model name in the complaint is for the international product found in onetrack. However, this complaint refers to the domestic model, product number 0998-00-3013-69-cs-100.